Event description:
(B)(4). It was reported that stent deployment issue occurred. In (B)(6) 2015, the patient experienced shortness of breath (sob) with chest discomfort, relieved with nitroglycerine. However, due to worsening of symptoms, the patient was hospitalized. In (B)(6) 2015,coronary angiography was performed and revealed widely patent 2.50 x 12 mm and 2.50 x 8 mm study stents in the proximal left anterior descending (lad) artery. The 90% stenosis located in the mid section of diagonal was treated with pre-dilatation and placement of a 2.25 x 12 mm promus premier stent and post-dilatation. Post treatment of the diagonal lesion, intravascular ultrasound (ivus) was passed distally in the lad which showed a significant plaque in the long area extending from the distal edge of the study stent of proximal lad to the mid lad which was treated with the placement of a 3.0 x 32 mm promus premier stent; post-dilatation with normal flow and no residual stenosis. Subsequently, angiography was performed which showed slight gap in between the previously placed study stent and 3.0 x 32 mm promus premier stent, which was covered with the placement of a 3.0 x 8 promus premier mm stent. After that,ivus was performed which showed that the 3.0 x 8 mm promus premier stent was undersized and then the whole stented area was post-dilated with 3.25 x 30 mm nc quantum apex balloon catheter at 20 atmospheres. Following post dilatation, the guide wire was pulled back from the lad and directed into the diagonal branch which showed an fractional flow reserve (ffr) of 0.76. Finally, kissing balloon inflation was done in the lad and diagonal branch, resulting with 0% residual stenosis and normal flow with no dissection. One day post procedure, the patient was discharge on dual antiplatelet therapy (dapt).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).